Manufacturer narrative:
(B)(4). A review of the device history record for the reported lot revealed no nonconforming material records (ncmr), indicating all lot release testing met specification. Based on the information provided, the reported rupture appears to be related to circumstances of the procedure and not a product quality deficiency.

Event description:
It was reported that an interventional procedure was performed to two lesions, one in the proximal, left anterior descending artery (lad) with heavy tortuosity and eccentric, heavy calcification and 90% stenosis, and the other in the occluded first diagonal. Dilation was performed to the proximal lad with a 3 x 15 mm non-abbott balloon catheter to 10 atmospheres (atm) three times. A 3 x 15 mm promus stent was deployed in the proximal lad. Blood flow decreased to the first diagonal. The 2 x 15 mm mini trek balloon dilatating catheter (bdc) was prepped and soaked outside of the anatomy and it was advanced through the promus stent. Plain old balloon angioplasty (poba) was performed to the first diagonal at 8 atm three times. An attempt was made to perform balloon kissing technique (kbt) to the first diagonal with the non-abbott balloon and the same mini trek. During simultaneous inflation with the non-abbott balloon, the mini trek balloon ruptured at 6 atm on the first inflation for the poba (its second inflation for the procedure) and the trek was withdrawn. Another like non-abbott balloon was used with the first non-abbott balloon to complete the kbt. There were no adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: sion blue, guide cath: launcher. It is indicated that the device is not returning for evaluation, therefore a failure analysis of the complaint device cannot be completed. A review of the lot history record and similar complaint query will be conducted. A supplemental medwatch will be filed if there is any further relevant information obtained from that review.